Event description:
My mother began using her CPAP in early 2014. At that time we lived in (B)(6). We moved to (B)(6) at the end of 2014. Within the first year of being in (B)(6), my mother began developing nasal irritation and a cough. We thought she had developed an allergy. We had her tested for allergies, but she had none. My mother's nasal passages were quite inflamed so the allergist, in lieu of any allergies, diagnosed her with chronic rhinitis, which she'd previously never had. She also developed a cough. It was mild at first, but has become chronically persistent in the last 3-4 years. She's seen ent, gi, pulmonary, cardiology, and allergy specialists. They've ruled out copd, pneumonia, chf, and asthma. Not one of them has been able to determine why she has this persistent, chronic cough and chronic rhinitis. Nothing the doctors have tried help to mitigate the symptoms. Her body is producing more phlegm than ever before. The phlegm collects in her throat and she sounds like she's drowning. She stopped using philips respironics CPAP (B)(6) 2021. Her symptoms haven't improved. I believe there's permanent damage to her respiratory system, both the nose, vocal cords, and lungs. FDA safety report ID# (B)(4).